Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. Visual inspection and a functional test were performed. The damaged cpu board was identified during visual inspection and functional testing. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged central processing unit board (cpu). No additional information is available.